Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely, cause of the reported event, is due to printed circuit board. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the reported malfunction was due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after switching on the high flow insufflation unit an alarm sounded and the screen went black. This issue was found during preparation for use of an abdominal testicle surgery. The surgery was cancelled due to the insufflator not working. There were no reports of patient harm or injury.